Manufacturer narrative:
The customer indicated that the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of air in the line distal to the solusets. The tubing sets were being used to deliver normal saline. The customer contact reported that the solusets were filled with an unspecified amount of normal saline and the tubing from the source containers were clamped. After an unspecified length of time in use, the solusets emptied and air was noted in the tubing 6 inches distal to the solusets. The air was removed with a syringe and the solusets were refilled with normal saline and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.